Manufacturer narrative:
All buttons functioned properly. No keypad anomaly or damaged keypad traces were noted. The keypad connector on the lcd board was inspected and no anomaly was noted. The mini link transmitter communicated properly with the pump and all the selected data was recorded in the pump screen history. No sensor alarm was noted during testing. All operating currents were within specification, and no unexpected low battery or off no power alarms were noted. The pump passed self test, motor, rewind and displacement tests. No motor rewind anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked case near the reservoir tube window, cracked battery tube threads and a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were unresponsive. Device alarmed an off no power alarm after a low battery alert. Customer was unable to remove the battery cap. Battery cap was damaged. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.